Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. The balloon and tubing were contaminated with bodily tissue. The balloon passed the leakage test and did not pass functional testing, with an output pressure reading of 71.2 cm h2o, which is above specification (balloon pressure specification: 61 to 70 cm h2o). The cuff tab was cut from a sharp instrument. The cuff passed the leakage test. The tubing was worn due to overstretching/twisting and passed the leakage test. The pump had contamination (bodily fluid) obstructing the pump tubing and pump block. The pump was unable to perform leakage testing due to contamination obstruction in the pump tubing and pump block, and to avoid damaging the test equipment, the control pump was not functionally tested. Based on the information available and analysis results, the risk review and labeling review identified that the adverse events of mechanical issue and hole/perforate are known risks of the device. The device history record (DHR) review confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The allegations of mechanical issue and hole/perforate were unable to be confirmed. However, the balloon not passing the functional test could affect product performance; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the cuff connecting tube. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Hole/perforated and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that a crack was found in the cuff connecting tube. The device was explanted and replaced. There were no patient complications.